Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, upon opening the package, the head of the obturator was noted to be disengaged from the shaft. There was no patient involvement.